Event description:
It was reported that approximately 26 months post implant of a bifurcated device, a suprarenal aortic extension, and a limb extension, the patient was seen for a routine follow-up visit. A computed tomography scan was performed which indicated the patient had an endoleak. The patient is not currently experiencing any symptoms and the physician has elected to repair the endoleak after (B)(6) 2014. Patient is currently stable.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre implant CT scan. Twenty-five months post implant, there was ultrasonic evidence of a non-specific endoleak. Medical documentation did support a type iii b endoleak, and a subsequent event procedure of a competitor's bifurcated stent relining, which resulted in a successful mitigation of that leak. The final patient disposition could not be established due to the lack of information, however it was reported that the patient was currently stable. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical review, a root cause was not definitely identified, although the medical record review suggested the presence of a type iiib endoleak.

Event description:
It was reported that approximately 26 months post implant of a bifurcated device, a suprarenal aortic extension, and a limb stent graft, the patient was seen for a routine follow-up visit. A computed tomography scan was performed which indicated the patient had an endoleak. The patient is not currently experiencing any symptoms and the physician has elected to repair the endoleak after (B)(6) 2014. Patient is currently stable. Additional note: on (B)(6) 2014 the sales rep reports that the patient is now scheduled for the secondary procedure on (B)(6) 2015. Update: the patient had the secondary procedure on (B)(6) 2015 which was reported to have went well. Patient was reported to be doing good post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.